Manufacturer narrative:
MDR . / initial 4 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced adhesive issue event on 10 mar 2026 as infusion set adhesive patch fell off after one hour of use